Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was receiving dilaudid (50 mg/ml, 28 mg/day) via intrathecal drug delivery pump for non-malignant pain and failed back surgery syndrome. It was reported that a motor stall was seen at initial interrogation; pump status reported motor stall occurred; the patient did not recently have an MRI (magnetic resonance imaging). A stall occurred (B)(6) 2018 and recovered (B)(6) 2018, and another stall occurred (B)(6) 2018 with no recovery. The patient had a urinary tract infection at that time, was very sick and had symptoms including nausea, diarrhea and not eating. They thought the symptoms were related to the motor stall initially but later realized the symptoms were related to the lack of therapy. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that the event was reported to the doctor by another company. He advised them to tell the patient to go to the emergency room so an urgent pump replacement could take place. No further complications were reported.